Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 400 mg/dl. The customer was treated with the pen to bring down the blood glucose. The customer declined the high blood glucose troubleshooting. The insulin pump had insulin flow blocked alarm. The troubleshooting was performed for insulin flow blocked alarm. It was unknown whether the customer was using automode at the time of reported event. The insulin pump will be returned for analysis.